Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c sk devices on (B)(6) 2026. Both implants were labeled as 5mm devices but once placed it was evident that one implant was taller than the other. The surgeon stated that the implant height is fine and that the patient could take a 5 or 6mm device. A review of the DHR found no anomalies associated with the complaint, however, an investigation found that this lot of implants was assembled with poly inlays that were 6mm in height instead of 5mm in height. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The sk device remains implanted in the patient and was not returned; therefore, no evaluation could be completed. Imaging was provided that shows the height difference between the two sk devices that were implanted within the patient. The investigation found that the mislabeling of the implant was due to a supplier manufacturing issue. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (20yo, male) was implanted with two prodisc c sk devices on (B)(6) 2026. Both implants were labeled as 5mm devices but once placed it was evident that one implant was taller than the other. Investigation found that the one implant was 6mm but labeled as 5mm. The surgeon stated to leave the implant alone. He said the height is fine and that the patient could take a 5 or 6mm device. He said he would have pulled it out if he thought it would hurt the patient.